Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity. It was reported that during pump implant, on (B)(6) 2019, the first catheter was kinked during the implant and the healthcare provider had to use a second one. There was no impact to the patient.